Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc through the microcatheter, the physician experienced resistance; therefore, the pod pc was removed and the microcatheter was flushed. While attempting to re-advance the same pod pc through the microcatheter, the same issue occurred; therefore, the pod pc and microcatheter were removed. The procedure was completed using additional pod pcs, ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.